Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found the alarm reed and holder to be missing, as well as the output fitting is very loose. Device underwent functional testing; no electronic alarms were noted as a result of no power. This was found to be a result of a faulty battery holder. Replaced battery holder and service kit. The problem source of the battery door has been determined to be unknown.

Event description:
Information was received that a smiths medical pneupac parapac ventilator is not alarming even w/ pressure & when disconnected. No patient involvement.